Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The vascular access site for the pci was the femoral artery. The 80% stenosed and severely calcified target lesion was located in the proximal left circumflex (lcx) artery. The anatomy tortuousity was moderate and although flushing was maintained during insertion, significant resistance was encountered when attempting to place the taxus liberte 2.5x20mm drug eluting stent. Due to severe lesion calcification the stent could not cross the lesion and a stent strut was damaged. The stent was removed and replaced with another taxus liberte 2.5x20mm drug eluting stent that was successfully implanted. Ivus was not used and no further patient complications were reported. The patient condition was listed as "good".

Manufacturer narrative:
Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The damage found on the stent was measured using a snap gauge at approximately 1.12mm. The area where there was no damage found was measured at approximately 1.02mm. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.